Event description:
On (B)(6) 2010, my wife underwent a procedure to burn two tumors "5.2 & 5.4 cm" in her liver that spread from her breast cancer. The procedure was called radiofrequency ablation. The equipment used was mfg by angiodynamics. The equipment used was a rita 1500x rf generator with their new temperature monitoring thermo pads. These pads were designed to monitor the temperature of the pads during the ablation process. The pads were designed to provide continuous temperature monitoring at the pad adhesion site with use of a thermocouple located at the pad leading edge. The thermocouple sends data automatically to the 1500x rf generator, and was designed to monitor pad temperature during the procedure, and shutting off power if pad temperatures are detected above 43c or 110 degrees. In my wife's procedure, this failed to happen. She received three third degree burns, one the size of a slice of bread. She had two burns that were two inches wide and four inches wide from the leading edge of the pad. The large burn was four inches wide and six or seven long on the inside of her thigh. All three burns required skin grafts. The large burn required that a large amount of flesh be removed. The large burn went all of the way to the muscle, two and a half inches deep. The wound is basically in the shape of a football and looks like a shark bite. Until the wounds heal she cannot continue receiving chemo. With her cancer being so aggressive -her2+- this has placed her life in danger. I would like to provide photos if allowed. I feel they would help provide better understanding how severe these burns are. The hospital told me they would provide full disclosure of how this happened. When I asked for a copy of the incident report, they informed me that document was for internal use only and I could not have access to the document. This has made me feel they do not want me to know the truth and their original statement of full disclosure was a lie. My question is, will the hospital have to make a report to the FDA and if they do, do I have to request through foi to get a copy of what they submit. Dates of use: (B)(6) 2010, about 20 min total. Diagnosis or reason for use: tumors in liver.